Event description:
The customer reported that the battery test has failed. Advised to change the battery to avoid loosing power. Then the customer called back and reported a no delivery alarm during the manual prime. The customer's recent glucose reading was over 300 mg/dl. Troubleshooting was performed. Assisted the customer with clearing the alarm. Instructed the customer to check the rubber septum and found a huge air bubble in the reservoir, which could have led to the no delivery alarm. The customer stated that the insulin did exit when the plunger was pushed. Assisted the customer with rewinding and priming and the insulin pump did not alarm no delivery. During the call, the customer stated that she was also hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 700 mg/dl. The customer stated that the symptoms leading to her admission was dehydration. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.